Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, in situ measurements show one channel to be in status hi prior to the device failure, but this damage could not be detected during investigation. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user is no longer able to hear with the device. There is no sign of medical reasons for the loss of hearing. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the device. There is no medical condition that contributed to the loss of hearing. Re-implantation is considered.